Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to pump tubing leakage. No other adverse patient effects were reported.

Manufacturer narrative:
Based on examination of the returned product, it was concluded that the abrasion marks noted on all the pump tubing indicated they may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed to the cylinder 2 exhaust tube kinking onto itself and abrading, resulting in sufficient stress(s) to cause a separation of the cylinder 2 exhaust tubing at the cylinder 2 tubing/strain relief. A separation of this type may then allow the loss of fluid, rendering the device inoperable.